Event description:
The treating doctor reported that the patient requires tooth extraction of #24 (tooth extraction has not occurred yet but is required). The treating doctor reported that tooth #24 will be extracted due to poor prognosis of tooth #24, with mobility and recession. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's clinical review of available records confirm that the tooth #24 had poor clinical conditions prior to starting the invisalign system aligners. No conclusive evidence has been provided that supports or opposes that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the treating doctor reported that the patient requires tooth extraction (serious injury), and the invisalign system aligners were being used.